Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Functionally evaluated flex arm rigidity by manually fully tightening and manipulating the instrument. The instrument tip was I nsufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event.

Event description:
It was reported that the flex arms would not stay fixated and the screw is stripped on the arms. No complications were observed or noted as a result of the instrument malfunctioning.